Manufacturer narrative:
All previously reported patient, device, method, result and conclusion codes no longer apply to the event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a consumer reported the cause of the pump not working was not determined. The fourth pump, which that patient has now has worked on and off. It was noted that since receiving the fourth pump, the doctor has not been willing to give the patient enough medicine (morphine) to kill the pain like before. Each time the patient has had the dosage increased they will only give the patient a minute amount of medicine each time for some unknown reason. It was noted that the patient had 15 back surgeries over the past 30 years, so the patient's pain level was off the charts. It was noted the patient was barely taking 2 milligrams in 24 hours, plus a bolus of only 0.2 milligrams every 3 hours compared to almost 20 milligrams in 24 hours with their third pump. The patient was actually having to supplement their pump medication in other way. The pump not working was not resolved. The patient's weight was around (B)(6). No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving unknown drug via an implanted pump. The indication for use was spinal pain. It was reported the pump was not working like it was 20 years ago when the 1st pump was implanted. It was noted the won't give enough medication to supplement.